Manufacturer narrative:
Concomitant medical product: c6tr01 crt-p, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The patient was to be programmed to right ventricular-only pacing and the lead remains implanted. No further patient complications have been reported as a result of this event.